Event description:
During the procedure, the needle broke off in the patient. They were able to retrieve the needle with no harm or adverse effects to the patient. No additional information was provided regarding the event or patient.

Manufacturer narrative:
Date of event was given as (B) (6) 2010 or (B) (6) 2010. Catalog #: drtan-5.0w-18-10.0-fch-062493. (B) (4). Customer returned the packaging material for two devices from two separate lots, but did not return the product for these. In addition, five devices were returned in an unopened and unused condition. An examination of these five devices did not reveal abnormalities or unusual characteristics. Without the actual complaint device, we are unable to determine the cause of the needle separation. It is possible that the needle cannula separated due to excessive flexing or other damage during the procedure. We will continue to monitor for similar complaints.